Event description:
It was reported that shaft break occurred. A 6.0-4/4t/135 symmetry stiff shaft balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke leaving the balloon in the patient. The broken tip was retrieved and the procedure was completed.

Manufacturer narrative:
Device evaluated by MFR: a ss/6.0-4/4t/135 was received for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear was identified located at the proximal balloon sleeve. The balloon material had been pushed distally towards the tip of the device. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with the excessive force being applied to the device when resistance is encountered. A visual and tactile examination found a complete break to the shaft of the device located at the proximal edge of the proximal markerband. The proximal section of shaft was found to be stretched/damaged beginning approximately at the proximal balloon sleeve and extending distally to the shaft break site. The distal section of shaft was found to have accordion damage beginning approximately at the proximal markerband and extending approximately 17mm distally along the shaft. This type of damage is consistent with the device encountering resistance and excessive tensile force being applied to the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 6.0-4/4t/135 symmetry stiff shaft balloon catheter was advanced for dilation. However, during the procedure, the shaft broke leaving the balloon in the patient. The broken tip was retrieved and the procedure was completed.